Manufacturer narrative:
Investigation underway.

Event description:
It was reported that the cot dropped one or two levels. There was pt involvement; however, the pt was not injured. The medic involved in the incident had an injury to the arm. No details about the injury have been reported.